Manufacturer narrative:
Investigation is complete. At this time the customer will not be returning the device for eval. The customer contact stated the device will be required at the user facility. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a note that indicated the door was not closing and the device required a new battery. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No add'l info was provided.